Event description:
A customer reported a delivery delay with a replacement freestyle libre sensor. The replacement device was issued as customer had reported a "scan again in 10 minutes" message. Due to delivery delay, customer reported they were unable to monitor glucose via sensor scan, and developed symptoms of frequent urination, cramps, and excessive thirst. The customer went to hospital where she was treated with unspecified IV drip for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. Please note, the customer only experienced one adverse event due to the delivery delay. However, as the replacement order was issued as the customer had reported two different issues with two different sensors, two reports will be submitted - one for each device. All pertinent information available to abbott diabetes care has been submitted.